Event description:
It was reported that during a breast biopsy, the holster would display l3-009 errors. The doctor decided to abort the case and reschedule the pt when a loaner would become availabl.e no pt consequence occurred.